Event description:
The patient was admitted into the cath lab in 2002, where angiography revealed one vessel disease. The target lesion was 64% stenosed distal circumflex (cx) lesion with a reference diameter of 2.5mm and a length of 16mm. A 2.5 x 18mm rapamycin clinical bx velocity stent was implanted at 14 atm. Final lesion stenosis was 12%. Three years later the patient was re-hospitalized with recurrent angina. The patient's enzymes were elevated. A controlled angiography revealed 95% restenosis of the target lesion and a percutaneous transluminal coronary angioplasty was performed with a cypher stent. Approximately 11 months later the patient was hospitalized due to recurrent angina. A control re-angiography was performed and results showed no restenosis and no other significant lesions. The patient was re-hospitalized for thoracic pain from 2006, ECG confirmed the patient was experiencing arrhythmia and scintigraphy confirmed the patient was experiencing ischemia. The patient's arrhythmia was treated with medication. During hospitalization the patient had an episode of dyspnea with pulmonary edema. The patient was diagnosed with respiratory infection, which was treated with antibiotics and the patient also had a urinary infection treated with augmentin. The following month, an angiography was conducted which showed occlusion of the cx "at the junction level proximal and mid at the upstream of the stent." The patient was medically treated. The event was adjudicated as a probable late stent thrombosis. The patient's medications the day of the index procedure included aspirin 160mg, plavix 300mg, ticlid 250mg and heparin. The patient's medications at discharge included aspirin 100mg and plavix 75mg.

Manufacturer narrative:
This is one of two medwatches associated with mfg. Report # 9610978-2005-01370 and 9616099-2007-01512. This male in the e-sirius trial experienced restenosis of a bx velocity bare metal stent and "probable late stent thrombosis" of a cypher drug-eluting stent post implantation. Both restenosis and thrombosis are potential adverse events associated with coronary artery stenting. Medical history that may have increased his risk for mace included known cardio-vascular disease. During the index procedure, one 2.5/18mm bx velocity stent was implanted in a 64% stenosis in the distal circumflex. Reference vessel diameter was 2.5mm and lesion length was 16mm. No procedural complications were recorded and the residual stenosis was recorded as 12%. No adverse events were reported for three years following stent implantation, when the patient began experiencing recurrent angina. Cardiac enzymes on admission to the hospital were elevated and angiography revealed 95% restenosis of the previously implanted velocity stent. This was treated with implantation of a cypher stent; however, all details of the procedure are unknown. Approximately 11 months later, the patient was hospitalized again with recurrent angina. Angiography showed no restenosis and no other significant lesions. The patient remained stable for the next 9 months, when he was re-hospitalized with thoracic pain and an atrial arrhythmia. Scintigraphy confirmed ischemia so angiography was performed; this showed occlusion of the circumflex "at the junction level proximal and mid at the upstream of the stent." The patient was treated medically; however, the event was later adjudicated as a "probable late stent thrombosis". An additional adverse event of pulmonary edema was also reported during the same hospitalization. It is not known what antiplatelet regimen was being prescribed at the time of the event, nor is it possible to confirm good wall apposition of the stent. No products could be returned, as they were still implanted. A review of the manufacturing records could not be done without a lot number. With the limited information available, progression of the patient's known coronary disease may have contributed to the restenosis; however, it is possible to confirm the stent thrombosis or identify possible contributing factors to that event.